Manufacturer narrative:
This is for the same event as manufacturer report 2937094-2020-00151.

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The fiber was exchanged and the second fiber exhibited the same issue. A third was used to complete the procedure. Patient outcome information was not reported. This report is for the second fiber.